Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime and cefazolin (doses, routes, durations and frequencies not reported) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
Additional information: the patient¿s age was reported as in the 50¿s. Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described specified. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with ceftazidime (for two days). Pd therapy was ongoing. Thirteen days after event onset, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.